Event description:
It was reported that the patient received inappropriate therapy during an open heart procedure. A magnet was not used during the operation. A temporary epicardial pacemaker was placed and had oversensed on the ventricular channel. When the external pacemaker was turned off, the shocks stopped. Subsequently, the procedure was completed successfully and the patient was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.